Event description:
Dr (B)(6) was performing a surgery on a pt, when he was about to close the pt up, the distractor snapped off. The doctor explanted the broken distractor and implanted a new one. The pt's health was not compromised.

Manufacturer narrative:
No eval can be performed. The hospital disposed of the product.